Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only the stent was returned for analysis. The stent was severely stretched along the full length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as: 2134265-2013-06533. It was reported that during a percutaneous coronary intervention, the deployed stent was withdrawn with the filterwire. The 90% stenosed target lesion was located in the non calcified saphenous vein graft (svg). A filterwire ez embolic protection system was placed distal to the lesion. A 4.00x16mm promus element plus stent was deployed. The filterwire was then recaptured and withdrawn. The deployed stent was removed with the filterwire outside of the patient; stent damage was noted. A new filterwire was positioned and another stent was deployed with good results. The procedure was completed after post dilation of the second stent with a 4.0 x 15 non-compliant balloon catheter. No additional patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
Same case as: 2134265-2013-06533. It was reported that during a percutaneous coronary intervention, the deployed stent was withdrawn with the filterwire. The 90% stenosed target lesion was located in the non calcified saphenous vein graft (svg). A filterwire ez embolic protection system was placed distal to the lesion. A 4.00x16mm promus element plus stent was deployed. The filterwire was then recaptured and withdrawn. The deployed stent was removed with the filterwire outside of the patient; stent damage was noted. A new filterwire was positioned and another stent was deployed with good results. The procedure was completed after post dilation of the second stent with a 4.0 x 15 non-compliant balloon catheter. No additional patient complications were reported and the patient's status was fine.